Event description:
Trivex, radio frequency ablation of saphenous vein ablation: the scrub tech noticed during the procedure that an 0.18 guidewire (from vnus intrdoucer set) was missing the "floppy" end. An immediate search of the surgical field and surrounding area was conducted. The surgeon ordered fluoroscopy of the right lower leg: the piece of guide wire was located in a branch vericosity of the saphenous vein (please see op note for detailed account of location) of the left lower leg. Dr then immediately removed the piece. It was then compared to an identical wire. Another fluoro was taken of the left lower leg. It was read by drs. The fluoroscopy was negative for any foreign body (guide wire).======================manufacturer response for other - (describe below), micro introducer set; 18/45/fc/ss/st/mandrel wire (per site reporter).======================awaiting response.